Event description:
It is reported that the lens was explanted due to refractive error and hyperopic surprise. It is noted that the patient is fine.

Manufacturer narrative:
The intraocular lens was received and measured for diopter. Results showed the lens measured 13.5 d and is correct as labeled. Visual inspection of the optic parts found no defects. The iol met all specifications for optical properties. Review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.